Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the "burr hits spring when inserting" (cannot insert cutter). The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional info provided.